Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment; however, it failed to cross the lesion and the stent was damaged. No known patient complications were reported. It was further reported that crossing difficulties were encountered and no stent damage occurred.

Manufacturer narrative:
(B5) describe event or problem: updated. (F10) device codes: removed 'material deformation'.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment; however, it failed to cross the lesion and the stent was damaged. No known patient complications were reported.